Manufacturer narrative:
Continuation of d10: product ID 748251. Serial# (B)(6). Implanted: (B)(6) 2005: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(6), ubd: 14-feb-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to an implantable pulse generator (ipg) change (battery replacement) in a deep brain stimulation system that included a lead kit 3387-40 quad 1.5 mm deep brain stimulation lead (40 cm) and an extn 748251 quad low impedance extension (51 cm), an impedance check identified a high impedance irregularity on contact 0 measuring greater than 5 ko at 3 v. The impedance check was repeated with no change, and the impedance was also rechecked at 1 ma with no change. During the ipg change, a new ipg was placed and impedance testing was repeated, with contact 0 remaining greater than 5 ko. A pocket adaptor was replaced to rule out adaptor contribution, and impedance testing was repeated with contact 0 still greater than 5 ko. Contact 0was left as-is because the patient was not programmed on that contact. The impedance issue was not resolved at the time of the report, and the system remained implanted and in service. No patient injury was reported. Additional information was received from manufacturing representative (rep). Rep reported that the cause of irregular impedances was unknown.